Event description:
A nurse reported that she was working at a clinic on (B)(6) 2012 at 2:30pm, helping a patient perform a blood test using an adc lancing device. The nurse indicated that the lancing device cap was very difficult to remove, and she was assisting the patient who was unable to remove it. She reported "the lancing device cap would not come off the lancing device. After much force, the cap came off and the used lancet scratched the pad of her right thumb." The nurse "washed the scratch, let it bleed, washed it again, then bandaged it." As the lancet had been used by the patient, the nurse received blood-borne pathogen (bbp) testing and a tetanus shot. No results were provided for the bbp testing. There is no report of death or permanent impairment associated with this case.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is available. The date of manufacture is unknown.